Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient indicated that 6-7 years ago, prior to implant, they had their left leg amputated and have pain all of the time so their healthcare professional (hcp) implanted the spinal cord stimulator (scs). It works but it doesn¿t work. They can feel the tingles from the stimulation but it doesn¿t relieve their pain so they haven¿t used their therapy for a long time. Last year they found an hcp who the patient saw twice to freeze their sciatic nerve which didn¿t work either. The hcp wants to do an MRI of their left stump but the patient cannot have an MRI due to the ins so the patient asked the hcp to remove the scs to have an MRI. The patient also mentioned when the device was first implanted it didn¿t help and they couldn¿t lay on their stomach, only their back, so the hcp took the lead and put it around to their abdomen and added an extra lead. The patient also mentioned that the battery actually hurts. The patient called back on (B)(6) 2019 indicating that they are concerned that they cannot find an hcp to remove the ins. Patient services directed them back to the list and the patient noted that they are waiting to hear back from someone. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 39565-65, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's device was moved from the back to the abdomen because they couldn't sleep with the ins in their back, so it was moved and extensions were needed. The patient mentioned that the ins still hurts, and so does the lead site where extensions were added to paddle leads, and there was a lump there. The patient would like to have the ins and extensions removed. The patient stated that the issue started shortly after implant and the ins still hurting and extension site has lumps and it hurts, no date was known. The patient stated that two weeks ago, they had their sciatic nerve frozen and are doing much better, so they want the device removed. No further complications were reported or anticipated. No device allegations were made.